Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): vomiting and diagnosed as diabetic ketoacidosis [diabetic ketoacidosis]. Problem with her novopen 4 caused improper administration of insulin [device malfunction]. Problem with her novopen 4 caused improper administration of insulin [incorrect dose administered by device]. Case description: study ID: (B)(4)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index; not reported. This serious solicited report from egypt was reported by a consumer as "vomiting and diagnosed as diabetic ketoacidosis" with an unspecified onset date (reported as a month before the time of this report) , "problem with her novopen 4 caused improper administration of insulin" with an unspecified onset date , "problem with her novopen 4 caused improper administration of insulin" with an unspecified onset date and concerned a (B)(6) male patient who was treated with novorapid penfill 3.0 ml (insulin aspart) from (B)(6) 2017 and ongoing due to "type 1 diabetes mellitus" (7 u, qd (3 iu at breakfast, 3 iu at lunch, 1 u at dinner)), , insulatard penfill hm(ge) (insulin human) from unknown start date due to "type 1 diabetes mellitus" (14 iu, qd (5 iu at breakfast , 2 iu at lunch , 4 iu at dinner)), , novopen 4 (insulin delivery device) from unknown start date due to "type 1diabetes mellitus". Medical history included type 1 diabetes mellitus (duration not reported). A month before the time of this report on an unspecified date, the patient experienced frequent vomiting and was admitted to the intensive care unit and the case was diagnosed as ketoacidosis. The reporter thought that a problem with the novopen 4 caused improper administration of insulin which lead to hospitalization. Action taken to novorapid penfill 3.0 ml was not reported. Action taken to insulatard penfill hm(ge) was not reported. Action taken to novopen 4 was not reported. The outcome for the event "vomiting and diagnosed as diabetic ketoacidosis" was recovered. The outcome for the event "problem with her novopen 4 caused improper administration of insulin" was not reported. The outcome for the event "problem with her novopen 4 caused improper administration of insulin" was not reported. Reporter's causality ( novorapid penfill 3.0 ml) - vomiting and diagnosed as diabetic ketoacidosis : probable; problem with her novopen 4 caused improper administration of insulin : unknown; problem with her novopen 4 caused improper administration of insulin : unknown. Company's causality ( novorapid penfill 3.0 ml) - vomiting and diagnosed as diabetic ketoacidosis : unlikely; problem with her novopen 4 caused improper administration of insulin : unlikely; problem with her novopen 4 caused improper administration of insulin : unlikely. Reporter's causality ( insulatard penfill hm(ge)) - vomiting and diagnosed as diabetic ketoacidosis : probable; problem with her novopen 4 caused improper administration of insulin : unknown; problem with her novopen 4 caused improper administration of insulin : unknown. Company's causality ( insulatard penfill hm(ge)) - vomiting and diagnosed as diabetic ketoacidosis : unlikely; problem with her novopen 4 caused improper administration of insulin : unlikely; problem with her novopen 4 caused improper administration of insulin : unlikely. Reporter's causality ( novopen 4) - vomiting and diagnosed as diabetic ketoacidosis : probable; problem with her novopen 4 caused improper administration of insulin : possible; problem with her novopen 4 caused improper administration of insulin : possible. Company's causality ( novopen 4) - vomiting and diagnosed as diabetic ketoacidosis : possible; problem with her novopen 4 caused improper administration of insulin : possible; problem with her novopen 4 caused improper administration of insulin : possible. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and insulatard. Reporter comment: the reporter think that a problem with her novopen 4 caused improper administration of insulin and this lead to hospitalization of his son.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) vomiting and diagnosed as diabetic ketoacidosis [diabetic ketoacidosis] catridge holder detached from pen body accidentally [device malfunction] problem with her novopen 4 caused improper administration of insulin [incorrect dose administered by device] case description: patient's height: (B)(6)/ patient's weight: (B)(6). Patient's body mass index: (B)(6). This serious solicited report from egypt was reported by a consumer as "vomiting and diagnosed as diabetic ketoacidosis" beginning in mar-2018 , "catridge holder detached from pen body accidentally" with an unspecified onset date , "problem with her novopen 4 caused improper administration of insulin" with an unspecified onset date, and concerned a 3-year-old male patient who was treated with novorapid penfill 3.0 ml (insulin aspart) from 31-jan-2017 and ongoing due to "type 1 diabetes mellitus" (dose and frequency 7 u, qd (3 iu at breakfast, 3 iu at lunch, 1 u at dinner)) , insulatard penfill hm(ge) (insulin human) from unknown start date due to "type 1 diabetes mellitus" (dose and frequency 14 iu, qd (5 iu at breakfast , 2 iu at lunch , 4 iu at dinner)), novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Two years ago, on an unknown date the patient started using novopen 4. In mar-2018, the patient experienced frequent vomiting and was admitted to the intensive care unit and the case was diagnosed as ketoacidosis. The reporter thought that a problem with the novopen 4 caused improper administration of insulin which led to hospitalization. It was reported that the cartridge holder of novopen 4 detached from the pen body accidentally. The outcome for the event "vomiting and diagnosed as diabetic ketoacidosis" was recovered. The outcome for the event "catridge holder detached from pen body accidentally" was not reported. The outcome for the event "problem with her novopen 4 caused improper administration of insulin" was not reported. Reporter's causality ( novorapid penfill 3.0 ml) - vomiting and diagnosed as diabetic ketoacidosis : probable catridge holder detached from pen body accidentally : unknown problem with her novopen 4 caused improper administration of insulin : unknown company's causality ( novorapid penfill 3.0 ml) - vomiting and diagnosed as diabetic ketoacidosis : unlikely catridge holder detached from pen body accidentally : unlikely problem with her novopen 4 caused improper administration of insulin : unlikely reporter's causality ( insulatard penfill hm(ge)) - vomiting and diagnosed as diabetic ketoacidosis : probable catridge holder detached from pen body accidentally : unknown problem with her novopen 4 caused improper administration of insulin : unknown company's causality ( insulatard penfill hm(ge)) - vomiting and diagnosed as diabetic ketoacidosis : unlikely catridge holder detached from pen body accidentally : unlikely problem with her novopen 4 caused improper administration of insulin : unlikely reporter's causality ( novopen 4) - vomiting and diagnosed as diabetic ketoacidosis : probable catridge holder detached from pen body accidentally : possible problem with her novopen 4 caused improper administration of insulin : possible company's causality ( novopen 4) - vomiting and diagnosed as diabetic ketoacidosis : possible catridge holder detached from pen body accidentally : possible problem with her novopen 4 caused improper administration of insulin : possible since last submission the case has been updated with the following: -start date of diabetic ketoacidosis updated. -hospitalisation start date added. -patient's height, weight added. -verbatim of the event "device malfunction" updated. -device codes updated. -usage of device updated -company comment updated -narrative updated accordingly manufacturer's comment/company comment: 04-dec-2018: as the device novopen 4 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 593025. The reported events are listed.this single case report is not considered to change the current knowledge of the safety profile of novorapid and insulatard.

Event description:
Case description: investigation results: novorapid penfill 3 ml 100iu/ml batch unknown. No investigation was possible, because neither sample nor batch number was available. Insulatard penfill 3 ml 100iu/ml batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 4 batch fvg7217-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The below testing and investigation are performed all for the reference sample of batch fvg7217-1 visual and functional examinations were performed. Visual and function is normal the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The result was within acceptable limits it was not possible to detect the fault related to the problem of adr/ae. The reference product was found to be normal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference retain sample of the batch in question.the batch documentation was reviewed no abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Since last submission the case has been updated with the following: investigation results. Manufacture comment. Novopen 4 expiration date added. Narrative updated. Manufacturer's comment/company comment: (B)(6) 2018: as the device novopen 4 has not been returned to novo nordisk as for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed.this single case report is not considered to change the current knowledge of the safety profile of novorapid and insulatard. Evaluation summary: novopen 4 batch fvg7217-1. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. The below testing and investigation are performed all for the reference sample of batch fvg7217-1. Visual and functional examinations were performed. Visual and function is normal the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing. The result was within acceptable limits it was not possible to detect the fault related to the problem of adr ae. The reference product was found to be normal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference retain sample of the batch in question.the batch documentation was reviewed no abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.